Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they had been experiencing low blood glucose for a month with unknown blood glucose levels at the time of the incident. The customer used juice to treat. Customer's blood glucose level was 63 mg/dl. The customer did not mention any symptoms. Customer stated the reservoir was over delivering. The product will not returned for analysis.